Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 46mg/dl. The customer was experiencing unexplained low glucose for several hours. Troubleshooting was performed. The events leading to her admission was sweaty, cold and confused. Reviewed the priming technique and found that the customer was connected to the insulin pump while her husband is holding down the activate button during the manual prime. The customer stated that the settings were changed, but she is unsure, and new settings need to be programmed on her insulin pump. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. The customer stated that her low glucose was treated with food and apple juice and an hour later her glucose level rose to 89mg/dl. No further info was provided.